Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant procedure for two implantable pacing lead (ipl), physician attempt to place the ipl in the right ventricle and encountered problems with the tip mechanism. The ipls was removed and replaced with a different lead. No patient complications have been reported as a result of this event.